Event description:
It was reported that a polarsheath was used in a atrial fibrillation pulmonary vein isolation ablation procedure. During preparation of the device the sheath was unpacked in a sterile condition, the 3-way stopcock was attached to the lateral post on the sheath, and the 3-way stopcock and the sheath were rinsed. Dilator flushed and wet dilator attached to sheath. Dilator was then inserted into the la over the overlying wire in lspv. Pull out the dilator and wire. It was then noted that the sheath draws in air via the valve. Air aspiration with the syringe, air continues to get into the syringe, despite 3-4 times 20 ml aspiration. The sheath was exchanged and the new sheath was prepared in the same way and no more problems.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was used in a atrial fibrillation pulmonary vein isolation ablation procedure. During preparation of the device the sheath was unpacked in a sterile condition, the 3-way stopcock was attached to the lateral post on the sheath, and the 3-way stopcock and the sheath were rinsed. Dilator flushed and wet dilator attached to sheath. Dilator was then inserted into the la over the overlying wire in lspv. Pull out the dilator and wire. It was then noted that the sheath draws in air via the valve. Air aspiration with the syringe, air continues to get into the syringe, despite 3-4 times 20 ml aspiration. The sheath was exchanged and the new sheath was prepared in the same way and no more problems.

Manufacturer narrative:
Visual inspection of the device showed the device was received with the dilator received inserted in the sheath. The sheath failed all standard manufacturing testing with a leak in the pressure decay test, visible bubbles in the flush line during aspiration and dropping pressure while pressurized at 5.5 psi in hemostasis testing.